Event description:
It was reported that 1 ml bd tuberculin syringe with detachable needle, slip tip was broken. The following information was provided by the initial reporter: material no.: 309626 batch no.: 9224409. It was reported the product was broken.

Manufacturer narrative:
H.6 investigation summary: one opened 100-count box containing 150 1ml syringes with needles in fully sealed blister packs from batch 9224409 (p/n 309626) were received and evaluated. It was observed 83 of the syringes had some degree of hub damage and were rejectable per product specification. Potential root cause for the damaged hub defect is associated with the assembly process. A loose bolt caused excessive force when attaching the hubs to the syringes. No corrective actions are necessary based on the defective rate identified. Batch 9224409 is considered in compliance with our product specification requirements. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd tuberculin syringe with detachable needle, slip tip was broken. The following information was provided by the initial reporter: material no.: 309626 batch no.: 9224409. It was reported the product was broken.